Manufacturer narrative:
(B)(4).

Event description:
The pt was not getting any stimulation. There was no response and no info displayed when using the pt programmer or recharger. It was noted that she had been sleeping under an electric blanket all winter. The pt went into clinic on (B)(6) 2011 at which time the clinician programmer could also not read the stimulator. The pt lived three hours from the appointment and needed to leave before other troubleshooting could be done. She was sent home with instructions on how to attempt to reset the stimulator with her recharger. On (B)(6) 2011, per conversation with the MFR rep the pt had not yet attempted to charge the device.